Event description:
A catheter tear/break in the distal segment was reported. During implant while placing the catheter through introducer needle and positioning part of the catheter broke/got a tear. Approximately 10cm broke off, left in intrathecal space and a new catheter was used. There were no patient symptoms or injury reported. The pump delivered infumorph. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Catheter 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).